Event description:
It was stated that, "broke during a case".

Manufacturer narrative:
Based on the returned device and additional information it is likely that the distal tip fractured due to material strength being insufficient to withstand the impaction forces generated under a potential off-axis loading condition, in combination with instertion into hard/dense bone and cumulative wear from repeated use over time.